Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3888-45, lot# v113346, implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3888-45, lot# v113346, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported the patient¿s device was explanted shortly after implant because it did not work. It was noted the patient¿s healthcare provider ¿could not get the stimulator into the thecal sac and it was only underneath the skin.¿ it was reported ¿it was a mess¿ and it was explanted.